Manufacturer narrative:
Reported event: an event regarding dislocation involving a trident liner was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: a review of the provided medical records by a clinical consultant indicated: "confirmation of event: I can confirm that the patient had a primary left total hip arthroplasty on (B)(6) 2018 with an accolade ii femur, hi offset, and a 36 mm +5 v40 head since I was able to review the operation report. In the body of the operation, it does not mention an lfit head. In the operating room documentation, it does document a 36 mm, plus for millimeter lfit femoral head. I cannot confirm that revision was performed since I have no documentation such as office notes, operation notes or post revision x-rays. I cannot confirm any elevated levels of metal ions as no records are supplied. Root cause analysis: the root cause of this event cannot be determined with certainty. The root cause failure of a primary cementless total hip arthroplasty with an accolade stem and a cobalt chrome lfit head, approximately three years after implantation or multifactorial including surgical technique, especially in the choice of implants, preparation of the femoral head and trunnion, and insertion technique for the femoral head on the trunnion. Patient factors can contribute including lifestyle, activity level, bmi, as well as implant factors." Product history review: could not be performed as the device lot details were not provided. Complaint history review: could not be performed as the device lot details were not provided. Conclusions: it was reported that the patient was revised due to due to dislocation. Intraoperatively, "corrosion" at the stem-head interface was reported. Elevated metal ion levels was also reported. A review of the provided medical records by a clinical consultant indicated: "confirmation of event: I can confirm that the patient had a primary left total hip arthroplasty on (B)(6) 2018 with an accolade ii femur, hi offset, and a 36 mm +5 v40 head since I was able to review the operation report. In the body of the operation, it does not mention an lfit head. In the operating room documentation, it does document a 36 mm, plus for millimeter lfit femoral head. I cannot confirm that revision was performed since I have no documentation such as office notes, operation notes or post revision x-rays. I cannot confirm any elevated levels of metal ions as no records are supplied. Root cause analysis: the root cause of this event cannot be determined with certainty. The root cause failure of a primary cementless total hip arthroplasty with an accolade stem and a cobalt chrome lfit head, approximately three years after implantation or multifactorial including surgical technique, especially in the choice of implants, preparation of the femoral head and trunnion, and insertion technique for the femoral head on the trunnion. Patient factors can contribute including lifestyle, activity level, bmi, as well as implant factors." No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on her left hip on or about on (B)(6) 2018 and was revised on (B)(6) 2021. It is further alleged that she suffered injuries as a result of implantation and explantation of the device at issue, device recall and excessive levels of chromium and cobalt in her blood. Update per additional information received: the patient had a dislocation of the left hip on (B)(6) 2021 and revision surgery was performed on (B)(6) 2021. Intraoperatively, "corrosion" was found at the metal trunnion. It is not reported what other devices besides the metal head were revised.